Event description:
It was reported that pump displayed malfunction alert related to momentary power loss to vibrator motor, identified as malf 12, without any notable event occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted distributor with resetting pump, and device was not planned to be returned, with no additional information received regarding further outcome of event.